Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 01-sep-2025 the end-user reported that on (B)(6) 2025 they experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl. The end-user was treated at home by ems with glucose gel and oral carbohydrates and was not hospitalized. The end-user reported no long-term effects.